Event description:
It was reported that during preparation of a procedure the greenlight xps console showed error 660. The console was filled with water from the back and restarted the procedure. The error was gone at the time but came back again and the procedure was cancelled. No patient or user harm occurred due to this event.

Manufacturer narrative:
Usage of device corrected the device history record review (DHR) for this greenlight xps laser console found nothing to indicate any possible manufacturing service-related causes for the complaint. Based on the field service report, there was no issue observed with the device to confirm the reported failure. Field service engineer (fse) performed preventative maintenance and safety test. The laser passed the test. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during preparation of a procedure the greenlight xps console showed error 660. The console was filled with water from the back and restarted the procedure. The error was gone at the time but came back again and the procedure was cancelled. No patient or user harm occurred due to this event.